Event description:
Reporter indicated that vns pt developed a hematoma at the generator site and would be hospitalized for hematoma evacuation. Further follow-up revealed that the pt was seen for follow-up 5 days after hematoma evacuation procedure and continued to have what appeared to be localized allergic response. The pt's neck incision was reportedly very red in color in addition to an area of lower left arm that was red. The pt apparently failed to report history of allergies prior to implant surgery, but now admits having a "tape" allergy. The pt is also very fair-skinned, which treating physician believes may be a contributing factor. The pt has been referred to a dermatologist.